Event description:
It was reported that when sterile water was infused during the pretest of foley catheter, the swelling was so severe.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was unconfirmed. No root cause could be found because the reported event was unconfirmed. Received (9) photo samples. The two-photo sample shows the overview of the all-silicone temp sensing foley catheter with sample port connector and syringe. The two-photo shows the bottom of the deflated balloon catheter. The two-photo shows the inflation valve. The two-photo shows the product packaging with the product information. One photo show 2 all-silicone temp sensing foley catheter with sample port connector and syringe. As the reported event is unconfirmed a DHR review is not required. However, a DHR was completed before unconfirming the event. A labeling review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when sterile water was infused during the pretest of foley catheter, the swelling was so severe.